Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient has possible corneal erosion bilaterally post lasik. Patient is doing well but has signs of possible epithelial basement membrane dystrophy and loose epithelium. Patient is to use sodium chloride hypertonicity ophthalmic ointment at night, sodium chloride hypertonicity ophthalmic tears three times a day and artificial tears. The doctor is considering using punctual plugs. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.